Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. The bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display monitor went black and does not display while monitoring patients. Bme was able to transfer all patients to one screen to continue monitoring. No patient harm or injury reported. Concomitant medical device: the following device(s) were used in conjunction with the cns: zm transmitters model number: zm-531pa serial number: ni manufacture date: ni universal device information (UDI): ni